Event description:
It was reported that the customer experienced high blood glucose that she stated was due to infusion set malfunction. Her blood glucose was 382 mg/dl. When this occurred, she changed out the entire infusion set, including the reservoir, but believed the issue was with the infusion set and not the reservoir. She did not receive any alarms on her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.